Manufacturer narrative:
As reported in a research article, 29 patients underwent mitral valve replacement from may 2002 to december 2020; st. Jude medical mitral valve, carbomedics, st. Jude medical aortic valve, on-x, other tissue valves were associated with the study. A total of 21 patients were implanted with a st. Jude medical valve. Two events of early mortality was reported. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing reference number: 2648612-2021-00089. The article, "mitral valve replacement in infants and younger children", was reviewed. This research article is a retrospective single center experience to evaluate our experience with mitral valve replacement in infants and young children less than (B)(6) years old and identify factors affecting the outcomes. St. Jude medical mitral valve, carbomedics, st. Jude medical aortic valve, on-x, other tissue valves were associated with the study. The article concluded that mitral valve replacement in children is associated with low morbidity and mortality. The risk of reoperation could be affected by the valve size and position rather than the age. The primary and correspondence author of the article is ahmed f. Elmahrouk, division of cardiac surgery, cardiovascular department, king faisal specialist hospital and research center, mbc j-16, p.o. Box: 40047, jeddah 21499, saudi arabia with the corresponding email: ael-mahrouk@kfshrc.edu.sa.